Event description:
There was an allegation of a questionable elecsys anti-hcv ii result from two cobas e 801 analytical units for one patient. Two serum samples were collected from the patient and ran at the same time on the same analyzer. The results were within 1 second of each other, but one sample result had a non-reactive result of 0.0415 coi, and the other sample had a reactive result of 1.18 coi. Both samples were then ran on another e 801 analyzer and the results were the same. Sample 1 was repeatedly non-reactive with a result of 0.0393 coi. Sample 2 was repeatedly reactive with a result of 1.08 coi. The customer is unsure which result is correct and had not performed pcr testing at the time. The samples were repeated because of the different results.

Manufacturer narrative:
The cobas e 801 analytical unit serial numbers are (B)(6) (for initial values) and (B)(6) (for repeat values). The investigation is ongoing.

Manufacturer narrative:
Sample clot detection and sample foam detection were observed in the alarm trace report. A field service engineer (fse) performed mechanical and instrumental checks that passed. The data was reviewed and confirmed that the questionable results were not due to the analyzer's performance. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.